Manufacturer narrative:
Siemens is investigating the issue.

Event description:
The date that is used by the dimension exl 200 system for date/time stamping purposes was changed by the system operator in order to allow expired reagent to be used on the system. There are no known reports of patient intervention or adverse health consequences due to changing the system date to allow expired reagent to be used on the system.